Manufacturer narrative:
(B)(4). Log review only. No devices were received for eval. The customer requested a log review to determine how much medication (amiodarone) the pt received between (B)(6) 2012. The pcu event log shows that amiodarone was only infused using pump module s/n (B)(4). The infusions ran from 10:39 pm on (B)(6) 2012 to 2:25 pm on (B)(6) 2012. Amiodarone maint 900 mg/500 ml was initially programmed at 10:39 pm (B)(6) 2012 and ran at a rate of 0.53 ml/hr. At 10:40 pm, the dose was changed, increasing the rate to 0.57 ml/hr. At 11:44 pm, the dose was again changed, this decreasing the rate to 0.27 ml/hr. The infusion ran at this rate until 11:37 am on (B)(6) 2012, when there was a channel disconnect. The volume infused from 10:39 pm to 11:37 am was 3.76 ml. At 11:53 am, amiodarone 150 mg/100 ml was programmed to run at a rate of 600 ml/hr. This infusion only ran for less than a minute. The volume infused up to this point was 4.432 ml. The user attempted to program the infusion 4 times between 11:54 am and 12:18 pm, but each time the programming was not completed. The user made another attempt to program the infusion at 12:18 pm. The user programmed amiodarone maint 900 mg/500 to run at a rate of 16.2 ml/hr. This infusion ran for just a little over 2 hours before the device was channeled off for the last time at 2:25 pm. The total volume infused recorded was 36.932 ml. At no point during the infusion was the rate programmed to the intended dose of 1 mg/min, which would have been 33/33 ml/hr with the concentration of 900 mg/500 ml. Method - no available code for data/log review. No code for device was programmed incorrectly.

Event description:
Pt had a cardiology consult for rapid atrial fibrillation and was recommended to receive amiodarone. The cardiologist's note didn't specify a dose. The resident wrote the order for 1 mg/hr instead of 1 mg/min. The pharmacy didn't recognize the incorrect order and sent the medication to the floor. The staff nurse wasn't familiar with the drug and asked a surgical ICU nurse for help in setting it up. It appears that it was programmed at 1 mg/hr, but the customer is requesting an escalated event log review to try and determine how much medication the pt actually got and how to remedy the problem. The infusion should have been completed in 6 hours, but took much longer. The pt remained in the rapid arrhythmia and required another bolus and drip of amiodarone on (B)(6) 2012. Customer stated the user did not provide any add'l pt or event details.